Manufacturer narrative:
The failure analysis lab completed the investigation of the returned product on 5/14/2018. Device evaluation summary: it was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Examination of the device revealed a rent in the vicinity of the diaphragm valve. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation was diagnosed by a physician¿s visual examination on (B)(6) 2018. As a result, prosthesis replacement with a mentor smooth round moderate profile 375cc implant was performed on (B)(6) 2018. No additional intervention or hospitalization took place because of the event. The patient¿s last known condition is that she is recovered.

Manufacturer narrative:
The device history record (DHR) of lot number 6507126 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: 2011-09, sterilization expiration date: 2015-09. Manufacturer¿s reference number: (B)(4).